Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Post-procedure patients troponin was increased. Cec adjudicated non q-wave mi (target vessel), mdt extended historical peri-pci and adjudicated stent thrombosis as no event.

Manufacturer narrative:
The index procedure was prompted by unstable angina and positive functional study. During the index procedure, two resolute onyx des were implanted in the lad. If information is provided in the future, a supplemental report will be issued.